Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist, during deployment of the 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, a balloon rupture occurred at the very end of the deployment. Per reporter, it looked like it ''ruptured at the proximal portion of the balloon''. The patient is doing well and had no complications. Per follow up, the device was discarded. The delivery system was retrieved without an issue. The balloon was fully inflated when it burst. Full nominal volume was used. There was 0.5-1.0mm hole in the proximal shoulder of the balloon was seen post procedure, not near the portion of the balloon that comes into contact with the valve. The device was retrieved as a unit without any surgical intervention. When asked about a possible root cause, there was no root cause as there was not much calcium in the root.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10 to reflect no product returned evaluation. The device was not returned for evaluation, therefore no visual inspection, functional testing or dimensional testing could be performed. 3mensio imagery provided from the site was evaluated. Calcifications were present within patient's sinotubular junction and calcifications were present within patient's annulus. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes below. As the balloon burst was unable to be confirmed, a complaint history review is not required. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Of note, no failures occurred during the product verification testing and the lot was released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. IFU for commander delivery system, device preparation training manual and device procedural training manual were reviewed. It is noted that based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The balloon burst was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''a balloon rupture occurred at the very end of the deployment'' and ''the balloon was fully inflated when it burst. Full nominal volume was used. There was 0.5-1.0mm hole in the proximal shoulder of the balloon was seen post procedure, not near the portion of the balloon that comes into contact with the valve''. As the delivery systems are 100% tested for leakage, and as this issue was undetected until the end of thv deployment, it is likely that damage to the delivery system occurred during the procedure. Per 3mensio review, calcification was present within the patient's aortic root and descending aorta. Calcifications along the patient anatomy can create sharp nodules which can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While physician deployed the delivery system, it is possible the balloons negatively interacted with patient calcified vessels/leaflets and may have become punctured and resulted in the reported balloon burst. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient factors (calcification) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.